Event description:
It was reported that there was an issue with pm438r - jaw ins. Bip. Maryland diss. Fen. 5/310 mm. According to the complaint description, the tip was broken. The patient harm was unknown. Additional information was not provided. The adverse event / malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Manufacturer narrative:
Investigation: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: due to the fact that a lot number was not provided, a review of the batch history could not be performed. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. If the device is returned in the future, an investigation will again be completed at that time. Based upon the investigation results a CAPA is not necessary.